Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicate that the surgeon implanted a 12.1mm, vticm5_12.1, -11.5/1.5/90 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data event: the reporter indicate that the surgeon implanted a 12.1mm, vticm5_12.1, -11.5/1.5/90 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on 06 jul 2018. On 29 dec 2018 the lens was exchanged for a longer length lens due to low vault with lens rotation. This exchange resolved the problem. Device code:(B)(4) - added to initial MDR. Claim #(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, ina micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and presence of residue on lens surface. (B)(4).